Event description:
It was reported that when using the bd pyxis¿ es server, a new user type had been added. When the new user entered orders, they appeared in the electronic health record (ehr); however, the orders were not showing up on the server for the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were showing up in the electronic health record (ehr) but the orders were not showing up on the server for that patient. A technical support specialist observed that the hl7 message was crossing from allscripts and processing through the enterprise server interface carefusion coordination engine (cce) to the enterprise server, coordinated with an enterprise server agent to review potential errors causing this order type not to populate, confirmed that the order had been canceled and, upon reviewing the server, identified that the ordering of the hl7 message exceeded the 20 character limit, suspected this field length issue was preventing the order from processing and recommended that all scripts truncate or replace the value. The customer later confirmed that they identified and resolved the issue on the ehr side. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.